Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with vibration complaints. Upon interrogation, it was observed the left ventricular lead was failing to capture, had high impedance >2000 ohms, and high capture threshold. Programming changes were completed to address this issue. The patient was stable.